Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that it appeared that the original connector was difficult for the hcp to remove and it looked like the material separated so the hcp made the decision to use a new connector. The rep had the pump and connector was still attached. The rep would return the product. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 5000 mcg/ml concentration at minimum dose when the rep interrogated on (B)(6) 2018, bupivacaine, 14 mg/ml concentration at minimum dose and prialt/ziconotide, 6mcg/ml concentration at minimum dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall occurred on (B)(6) 2018. The rep was unaware of any withdrawal symptoms. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp saw the patient in the office on (B)(6) 2018 and interrogated the pump, a motor stall occurred at 14:31. The hcp notified the rep on (B)(6) 2018 and reported the pump would be exchanged on (B)(6) 2018. At the time of this report, the issue was resolved and the patient status was alive- no injury. The hcp replaced the pump as well as a new connector. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient needed technical assistance with their device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that stopped pump may exceed tube set occurred on (B)(6) 2018 at 14:31. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Analysis of the implantable catheter (serial # (B)(4)) identified an occlusion in the catheter body which was consistent with dried drug, blood, or other foreign material. The occlusion broke loose during the decontamination process and passed subsequent patency testing. Eval code-method no longer applies. Eval code-result no longer applies. If information is provided in the future, a supplemental report will be issued.